Manufacturer narrative:
This report is being sent to correct field h6, device codes. This report is being sent to correct field b5, event description. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination determined two fractures was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently declared a high impedance alert. The following year, the physician had deactivated tachycardia therapy due to this out-of-range impedance (greater than 400 ohms) and an improvement of the patient's ejection fraction. However, recently, the ejection fraction had deteriorated, and the physician elected to perform a system revision. When attempting to remove the electrode with a slight pull, the electrode fractured into two segments. The physician hypothesized that the location of this rupture was likely the result of the elevated impedance measurements. This s-ICD system was subsequently explanted and replaced with a new system to resolve the event and no additional adverse patient effects were reported. It was previously noted that the explanted system will be returned for analysis, but it was confirmed that only the electrode was returned. This explanted device was retained by the healthcare facility and will not be returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently declared a high impedance alert. The following year, the physician had deactivated tachycardia therapy due to this out-of-range impedance (greater than 400 ohms) and an improvement of the patient's ejection fraction. However, recently, the ejection fraction had deteriorated, and the physician elected to perform a system revision. When attempting to remove the electrode with a slight pull, the electrode fractured into two segments. The physician hypothesized that the location of this rupture was likely the result of the elevated impedance measurements. This s-ICD system was subsequently explanted and replaced with a new system to resolve the event and no additional adverse patient effects were reported. The explanted electrode is expected to be returned for analysis, but it is unknown if the explanted device will be returned.

Manufacturer narrative:
This report is being sent to correct field h6, device codes.

Manufacturer narrative:
This report is being sent to correct field h6, device codes. This report is being sent to correct field b5, event description.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently declared a high impedance alert. The following year, the physician had deactivated tachycardia therapy due to this out-of-range impedance (greater than 400 ohms) and an improvement of the patient's ejection fraction. However, recently, the ejection fraction had deteriorated, and the physician elected to perform a system revision. When attempting to remove the electrode with a slight pull, the electrode fractured into two segments. The physician hypothesized that the location of this rupture was likely the result of the elevated impedance measurements. This s-ICD system was subsequently explanted and replaced with a new system to resolve the event and no additional adverse patient effects were reported. The system is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently declared a high impedance alert. The following year, the physician had deactivated tachycardia therapy due to this out-of-range impedance (greater than 400 ohms) and an improvement of the patient's ejection fraction. However, recently, the ejection fraction had deteriorated, and the physician elected to perform a system revision. When attempting to remove the electrode with a slight pull, the electrode fractured into two segments. The physician hypothesized that the location of this rupture was likely the result of the elevated impedance measurements. This s-ICD system was subsequently explanted and replaced with a new system to resolve the event and no additional adverse patient effects were reported. The explanted electrode is expected to be returned for analysis, but it is unknown if the explanted device will be returned.